Event description:
Facilities alleges blood leak during dialysis. Chief technician reports fiber leak with first use dialyzer. Unable to return blood. Ebl 7100cc. No further medical intervention required.